Event description:
Literature: albright al, ferson ss. Intraventricular baclofen for dystonia: techniques and outcomes. Clinical article. J neurosurg pediatrics. 2009;3(1):11-14. Summary: article evaluates the use of intraventricular baclofen (ivb) in a total pts for the treatment of severe generalized secondary and heredodegenerative dystonia. Dose-dependent lethargy and bradypnea occurred sometimes at the beginning of infusion but always cleared within a few hours after a dose reduction. The endoscopic placement of her intraventricular catheter was difficult because of a small amount of bleeding along the endoscopic tract, and the catheter was ultimately positioned in the frontal horn of the contralateral ventricle rather than in the third ventricle. That operation was followed by moderate ventriculomegaly and an accumulation of csf over 1 cerebral convexity. The catheter was repositioned endoscopically into the third ventricle and a programmable vp shunt was inserted, placing the shunt catheter into the lateral ventricles. Postoperatively, the patient's ventriculomegaly and csf accumulation improved and dystonia responded dramatically. See manufacturer report number: 2182207-2009-01459.